Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first proglide device had a cuff miss. The foot plate of the second proglide device would not close. A cut down was performed to remove the device and the aaa procedure was completed. Tissue damage occurred. The vessel was repaired with a vascular patch and hemostasis was achieved surgically. There was no clinically significant delay in the procedure or therapy as the physician is a vascular surgeon and the procedure took place in the operating room. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.